Event description:
According to (B)(6), a nurse reported that the trapeze fell over and almost hit the patient as he was trying to move/readjust his position on the bed. There were family members in the room at the time of the incident, but she is unsure whether or not there were any staff members present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).